Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely depressed sodium test result was obtained on one patient sample from an atellica ch 930 analyzer. Quality control (qc) materials recovered within the acceptable ranges before the samples were aspirated and outside of the acceptable ranges after the samples were processed. The standard a and standard b materials were replaced on the analyzer. Siemens is investigating.

Event description:
One falsely depressed sodium test result was obtained on one patient sample from an atellica ch 930 analyzer. The initial test result was reported to the physician(s). The same sample was repeated in duplicate on an alternate atellica ch 930 analyzer. The repeat test results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2432235-2022-00202 was submitted on 14-jul-2022. Additional information (21-jul-2022): siemens reviewed the available data, including the sodium calibration data, and observed intermittent and erratic standard a (std a) and standard b (std b) air measurement readings after the std a was replaced on 06-jul-2022 by the operator. Std b was not replaced at this time, but the air measurement readings show std b fluid flow was affected also. The erratic std a and std b air measurement readings indicate a fluid flow issue was present at the time of the falsely depressed sodium results. Std a and std b air measurement readings stabilized after replacement of std a and std b on 08-jul-2022. The potential cause of the falsely depressed sodium test results was a fluid flow issue due to the improper replacement of std a by the operator. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.